Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed after a battery change and unexpectedly reset and lost memory due to a broken solder joint on the interface board. The insulin pump was received with minor scratches on the display window. No alarm was noted for a memory error.

Event description:
It is reported that a customer's mother complained that the customer's insulin pump has been resting on its on several times a day. The patient's blood glucose level was not recorded. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. No further information was provided.